Manufacturer narrative:
Pump received with cracked bleeding lcd glass, minor scratched display window, and cracked reservoir tube lip.

Event description:
Customer reported that insulin pump fell out of the holster and display screen went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.